Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose with blood glucose of 300 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported getting bent infusion set cannulas very frequently. The customer alleged pump under delivery. Troubleshooting was not completed and the issue was not resolved. The insulin pump will not be returned for analysis.